Event description:
Proper insertion procedure was performed and IV inserted into patient to left ac [antecubital] with lab draw. While obtaining labs, port located below catheter was leaking blood. Flushed IV catheter and fluids were also leaking at same site. Attempted to troubleshoot connections of IV but catheter continued to leak; IV removed from patient intact. Demonstrated issue with charge nurse by flushing removed IV catheter and compared to another product of the same lot number that did not have this issue. Patient had to have another IV inserted due to first IV malfunction. No issues with new IV established with same lot number and no other issues with catheter during shift.